Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps (fbf) cable was found frayed. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was completed robotically with the same da vinci system and with a backup instrument. The procedure was not delayed. The instrument did not collide with any other instrument or tool. No fragment fell into patient. An x-ray was used to check for fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image found a frayed cable of the fenestrated bipolar forceps instrument. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands were stuck out at the wrist. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.